Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver log was not downloaded and reviewed due to the receiver continuously initializing. A global receiver functional test was not performed due to receiver initializing. The receiver case was opened for an interior inspection and passed. The reported event of an intermittent audio output could not be confirmed due to the receiver continuously initializing. A root cause could not be determined.